Event description:
Pt has been using this brand and size of catheters for two years. The co repackaged the catheter. Pt complains that the newly packaged catheter seems smaller and has too much adhesive. When removing, it almost rips his skin off, and on one occasion, his wife had to cut the catheter off with scissors. When faciltiy called MFR, they said the only thing they changed was the packaging. Pt states this is definitely not true.